Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit, low battery or unexpected restart error alarms noted. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit left in the reservoir matched properly unit left at display. Unit was tested with a water fill test reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, battery out limit alarm, and keypad anomaly. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.